Manufacturer narrative:
A field service engineer inspected the architect c16000 analyzer, sn (B)(4), but no single definitive likely cause was found. Therefore, the architect (B)(4) was determined to be the likely cause for the customer issue. A review of the architect (B)(4) service history revealed no additional erratic or discrepant results reported. There were no service or complaint issues on or around the date the customer experienced this issue that may have contributed to the event. Historical data review for the architect c16000 system revealed no adverse trend or systemic issues. The product monitoring review (pmr) for clinical chemistry systems was reviewed; the calculated erratic rates for the architect c4000, c8000, and c16000 systems were all below the upper control limit. Manufacturing documentation was reviewed and noted to provide adequate labeling with regard to maintenance and troubleshooting of erratic results. Based on the investigation, no systemic issue or product deficiency was identified for the architect c16000 system.

Manufacturer narrative:
Patient identifier: (B)(6). Patient information: all available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated enzymatic creatinine results on the architect c16000 analyzer. The customer indicated the samples generated lower result on a second architect analyzer. Sample ID (B)(6): initial 5.10 mg/dl and retest on alternate architect 0.63, sample ID (B)(6): initial 7.07 mg/dl and retest on alternate architect 1.44 mg/dl, sample 3 (sample ID unknown): initial 6.11 mg/dl and retest 0.77 mg/dl. No impact to patient management was reported.